Event description:
Reportedly, the subject device didn't pace some hours after implantation. It was explanted and replaced. It will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.

Event description:
Reportedly, the subject device didn't pace some hours after implantation. It was explanted and replaced. It will be returned for analysis.

Event description:
Reportedly, the subject device didn't pace some hours after implantation. It was explanted and replaced. It will be returned for analysis.

Manufacturer narrative:
Pease refer to the attached report.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.